Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured may 21, 2015 - may 22, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the filling port of a large volume infusor after filling. There was no patient involvement. No additional information is available.